Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "patient was going great from her primary left tka done on (B)(6) 2017. Within the last couple of months she started experiencing some pain. The surgeon did a bone scan and didn't show any signs of implants being grossly loose. The surgeon did suspect though that the tibia was loose. After the surgeon removed the poly, the tibia basically just came out by itself without having to hit it off, the surgeon just grabbed it by his hand and removed it. There was no cement on the backside of the tibia tray. The surgeon ended up only revising the tibia. The femur was well fixed." Loosening occurred at cement to implant interface and competitor bone cement was used. No delay during surgery reported. Doi: (B)(6) 2017 dor: (B)(6) 2021 left knee.